Event description:
Additional information was received that the patient had experienced seizure reduction for the vns. Furthermore, the cause of death was thought to be sudep, unrelated to vns. The patient's death was not witnessed, they were found face up on the floor with a bruise on the forehead. Patient did not have a history of nocturnal seizures. The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the explanted generator and lead was completed. Analysis of the generator showed no anomalies. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Analysis of the explanted lead also revealed no product related issues, except for a torn outer tubing (most likely occurring at explant). Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product.

Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The patient was alone in her room and was found on the floor, so it is suspected that she may have gotten up and had a seizure immediately after waking. It was reported that the patient may have had a generalized tonic-clonic seizure associated with sudden death. The patient was last seen on (B)(6) 2015 with no recent changes to medication. The results were normal the last time the vns device was checked. At this point, there is no suspected relationship between vns and the patient's death, although the coroner is awaiting product analysis results before concluding a definite cause of death. The explanted generator and lead have not been received by the manufacturer for analysis to date. No additional relevant information has been obtained to date.